Manufacturer narrative:
Conclusion: damage to the active electrode likely caused by minute device mobility was determined to have led to device failure over time. The problems described in the patient report appear to match the damage found. This is a final report.

Event description:
It was reported that it was believed the patient suffered a traumatic impact to the implant site and that during explantation surgery, extreme new bone growth over the implant was observed. The patient was re-implanted on (B)(6) 2014. It was stated in the device explantation report that the active electrode was several during removal surgery.